Event description:
Reporter stated that device is not delivering insulin properly and it caused the pt's blood glucose to go up over 500 mg/dl. No errors were generated by the device. No treatment was received. Pt switched to their back-up device, and now their blood glucose is down.